Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of issues with quality control (qc) results for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The field service engineer (fse) visited the customer site and changed the sipper and measuring cell tubing. A kinked tube near the sample probe syringe was identified and fixed by replacing the pinch tubing. Liquid flow cleaning was performed and the system seemed to be performing as expected. After this service action, however, the customer questioned 8 patient samples tested for troponin t hs stat. Based on the data provided, the results for 6 patient samples were erroneous and reported outside of the laboratory. After performing repeat testing, the doctor was provided with the new results. Refer to the attached data for the patient results. No adverse event occurred. The troponin t hs stat reagent lot number was 138684. The expiration date was not provided. It was noted that the last time the measuring cell was replaced was on 12/01/2015. The fse visited the customer site again and changed the measuring cell on 08/24/2016 and ran an analyzer performance test which was acceptable. The investigation noted that the replacement of the measuring cell solved the issue and the customer has not complained of any additional issues since this was done.